Event description:
It was reported that during a percutaneous coronary intervention, a catheter was stuck in stent. The 99 percent stenosed target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery to distal right coronary artery. After deployment of three non bsc stents from distal right coronary artery to proximal coronary artery, the physician performed a final intravascular ultrasound with the atlantis sr pro imaging catheter. Then the distal edge of the stent was stuck to the guidewire exit port of the imaging catheter and was unable to remove catheter. There was a possibility that the distal side of the stent had a malapposition. To released the imaging catheter from the stent, the physician disconnected the male/female connector of the imaging catheter then removed its imaging core. A terumo radifocus 0.025 inch guidewire was inserted into the sheath of the imaging catheter and a non bsc balloon catheter was inserted to the patient. The physician turned the guidewire exit port around using the guidewire and the balloon catheter. Then, the device was released from the stent. There was no deformity observed with the stent. The procedure was completed with another with same device. There were no reported patient complications and the patient status post procedure was listed as good.

Manufacturer narrative:
Device evaluated by manufacturer: only the sheath of the complaint device was returned for evaluation. The hub and imaging core were not returned for analysis. The guidewire exit port was lifted. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Full image characterization testing cannot be performed based on the returned condition of the catheter. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related as the dfu state ¿inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction.¿ (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a catheter was stuck in stent. The 99 percent stenosed target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery to distal right coronary artery. After deployment of three non bsc stents from distal right coronary artery to proximal coronary artery, the physician performed a final intravascular ultrasound with the atlantis sr pro imaging catheter. Then the distal edge of the stent was stuck to the guidewire exit port of the imaging catheter and was unable to remove catheter. There was a possibility that the distal side of the stent had a malapposition. To released the imaging catheter from the stent, the physician disconnected the male/female connector of the imaging catheter then removed its imaging core. A terumo radifocus 0.025 inch guidewire was inserted into the sheath of the imaging catheter and a non bsc balloon catheter was inserted to the patient. The physician turned the guidewire exit port around using the guidewire and the balloon catheter. Then, the device was released from the stent. There was no deformity observed with the stent. The procedure was completed with another with same device. There were no reported patient complications and the patient status post procedure was listed as good.